Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-02109. It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The patient originally presented with an acute myocardial infarction. The physician asked for a liberte bare metal stent and the technician pulled two 3.50x16mm taxus liberte stents, which were implanted into the mid and proximal right coronary artery. Antiplatelet therapy was prescribed. The patient also has left main disease and was scheduled for bypass, which was delayed due to the drug eluting stents being implanted. No patient complications were reported. Patient status reported as "fine".